Manufacturer narrative:
Additional information was received indicating the patient expired four months post tavr. The obituary attributed the patients death to 'complications following surgery.' However, the exact complications leading to the patient's demise and the relationship of the edwards device to the death is unknown. No additional information has been provided by the patients family or clinical site.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary artery occlusion 16 days post valve deployment cannot be confirmed. It was speculated that the procedure may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the site, 16 days post implant of a 23mm sapien 3 valve, the patient was admitted to the hospital with chest pain and an elevated troponin level. The EKG and echo were ¿unremarkable.¿ the tavr cardiologist examined the patient 2 days post admission. A repeat EKG was still ¿unremarkable¿; however, the decision was made to take the patient to the catheterization lab the following day. A posterior branch was found to be totally occluded. Per medical opinion, ¿something¿ may have embolized from the native leaflet and occluded the posterior branch. Per the cardiologist, it may have been a ¿coronary emboli.¿ the patient was symptomatically stable and no actions were taken. The native annulus measured 17.9mm x 25.4mm by CT with a valve area of 344.9mm2. Moderate native leaflet calcification, no annular calcification and no aortic root calcification was reported.

Manufacturer narrative:
Additional information: a review of the pre-op cine, the post tavr cine, the procedural tee and the 3-day post-op tte was performed. The pre-op cine review revealed the native aortic valve was heavily calcified. Calcium was also noted in the ascending aorta and the rca was calcified with a good lumen. The lc system was without disease. Follow-up cine revealed the sapien 3 valve was not against the rc ostium, but below it. The posterior lateral branch (plb) was also observed to be 100% occluded. No procedural cine images were available for comparison. A root cause for the coronary occlusion 16 days post valve deployment could not be determined at this time.